Event description:
It was reported that the right ventricular lead had an increase to high thresholds after the ablation procedure. It was also reported that there was loss of capture observed. Ventricular output was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.